Manufacturer narrative:
Bed was found in the basement storage area. Technician found: no head "up" function. Replaced the head "up" valve assembly to resolve this issue.

Event description:
No injury reported. Bed was found in the basement storage area. No head "up" function.